Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 427 mg/dl with nausea associated with a battery life issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the pump or battery cap and there was no evidence of moisture inside the pump. During troubleshooting with customer technical support, it was revealed that the alarm history indicated that the battery life was less than expected there were low battery alarms in the pump history. It was also revealed that this had occurred with 3 separate batteries out of at least 2 separate packs. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.